Event description:
It was reported that during intervention for instant restenosis of previously placed stents (y technique) in circumflex and marginal branches, the balloon catheter was inflated up to 16 atms in the circumflex and then to 14 atms in the proximal segment of the same stent and the marginal stent at the bifurcation. The physician was unable to retract the balloon following the second deflation. When he attempted to reinflate and deflate the balloon again, he noted blood in the inflation device, indicating the balloon was ruptured. He then attempted to use a second wire, another balloon and the guide catheter to aid in the removal process, but was unsuccessful. He was able to position the guide catheter over the balloon catheter and could move them distally, but he could not move them proximally past the original position. The physician then used more retraction force, at which point the balloon catheter separated. Blood flow through the artery was evident angiographically and EKG remained normal. The patient was taken to surgery 2-3 hours following the procedure for bypass grafting to the circumflex. He remained stable following that surgery, but was taken back to the operating room the next day for removal of the remaining catheter. The patient was reported to be stable.